Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon did not feel confident that was tensioning properly. The other set was opened and the zipfix cable tie was tensioned - there were no issues to the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the returned devices showed little to no marks on the moving parts which indicates a short time use of the device. No screws were loose or other damages were identified. Investigation of the returned device detailed , the instrument of lot 8297063 was inspected and an application test with three implants was performed. The three implants could be tensioned and cut as per the design intent. Design related issues on the returned instrument were not found. Investigation of documentation for material and manufacturing shows that the instruments has been produced under specification. No failure in material or manufacturing could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.